Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the tips would not move on the prograsp forceps instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip open cable was derailed from the force amp pulley. The grips were opening and closing, but the movement was not precise. Failure analysis investigation also found the instruments main tube had deep scratches and gouges. The distal end of the main tube has various scratch marks with light material removal. Scratches were .111 - .270 in length and not aligned with the tube axis. The scratch and gouge damage may have been likely caused by mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.